Manufacturer narrative:
The primary reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message was confirmed during the archive but not during the functional testing. The platform passed the functional testing and worked as intended. The root cause for ua 18 was due to the customer tried to use the platform without a manikin, as a result of user error. The secondary reported complaint of autopulse has a permanent fan noise is confirmed. However, this is a normal function of the platform. Upon visual inspection, no issue was observed. The archive data review showed occurrence ua18 (max take-up revolutions exceeded) error message. The autopulse platform passed the initial functional testing without any fault or error. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The zoll personnel retrained the customer.

Event description:
During shift check, the customer used the autopulse platform (sn (B)(4)) without a manikin and displayed user advisory (ua) 18 (max take-up revolution exceeded) error message. Ua 18 is a safety alert indicating that there is no patient or manikin on the platform. The user observed permanent fan noise on the platform. No patient involvement.